Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-1530ps, peek-tenodesis¿ screw with handled inserter 3 mm x 8 mm, the surgeon tried to remove the screw from the screwdriver before use, but it was difficult to remove. Also, when he inserted the product into the bone hole, the screw could not be secured and came out. These two incidents occurred in the same single product. This was detected during an unspecified procedure on (B)(6) 2026. The first incident occurred on the back table, and second incident occurred in the patient. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.